Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Event description:
Additional information was received indicating that additional episodes of post-paced t-wave oversensing were observed on the device. Technical support was contacted and further reprogramming recommendations were provided. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the episodes of post-paced t-wave oversensing continued. Technical support was contacted and provided additional reprogramming recommendations to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.